Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) involving pentax model eb-1570k/(B)(4) stating "during the bronchial examination, the endoscope was inserted and removed several times by this intubation mask. At the fourth insertion, the intubation mask got the bronchoscope stuck and the endoscope could not be removed. Therefore, the bronchoscope was removed with the removable part. Then they have tried to remove the part to the bronchoscope by cutting the accessory but the scalpel skidding and causing damage on the bronchoscope. According to nurse responsible, the bronchoscope is stuck because they did not reapply silicone on the ift after each passing." The facility did not report any adverse events occuring to the patient or user as a result of this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
On 10/25/2016, a device history review was performed which confirmed the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information regarding this event has been received from the facility, therefore, pentax medical considers this medwatch report closed.